Event description:
During use of the device during cardiopulmonary bypass, the o2/air mixing module reportedly changed from 70% to 100% fio2 without the user touching the adjustment control(s). No patient injury resulted as a consequence of this event.

Event description:
During use of the device during cardiopulmonary bypass, the o2/air mixing module reportedly changed from 70% to 100% fio2 without the user touching the adjustment control (s). No pt injury resulted as a consequence of this event.